Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, a complete lead was returned in one piece. Visual inspection found the lead insulation cut/damage in multiple regions at the lead body. One filar of the outer coil was found to be melted and separated due to electro-cautery in one of the regions. The cause of the insulation damage is consistent with procedural damage. Electrical testing and x-ray examination did not find any indication of internal shorts.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. This product is registered as a combination product.

Event description:
Related manufacturer reference number: 2017865-2020-03941. Related manufacturer reference number: 2017865-2020-03944. It was reported that the patient presented for remote follow up with lead noise. The patient was referred for lead revision. A pre-procedure device interrogation revealed several episodes of noise and noise reversion exhibited by the right ventricular lead. During the procedure insulation anomalies were observed on the both the right atrial and ventricular leads. Both leads were explanted and replaced. Following the procedure, the pulse generator exhibited a false elective replacement indicator, due to electrocautery exposure. The device was successfully restore via firmware download. The patient was discharged in stable condition.